Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0cvem, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was initially reported on (B)(6) 2015 that the patient was experiencing a loss of therapeutic effect. The patient stated that they saw their manufacturer's representative "a couple of months ago, and when he put it up to 7 and he said that is high to be on it, and I remember my doctor saying they don't want it higher than 5." The patient stated that "now I have it at 8 and I am concerned to have it go any higher because I feel a pinch and I want to have it taken out." Patient services asked if the patient was getting symptom relief and they said "I can't tell if it is or isn't." Patient services asked when this all started and she said "when I had it put in it worked great but then I kept increasing and increasing and then I started feeling it in the wrong places and it wasn't helping my leg whatsoever and then I went in a couple months ago and that's when the representative came in and changed it and I felt it when I left there then I had to increase it a couple days later" (2014).the patient later reported on (B)(6) 2015 that she met with representative yesterday because her interstim had not been working. The patient stated therapy was working for the patient when she left hcp (healthcare provider) office from programming session with representative. As soon as she got home, it wasn't working anymore. The patient increased stim and it worked for a couple of seconds, then it stopped working. Patient services asked for clarification on what does the patient mean "it stopped working." The patient stated she stopped feeling stimulation. The patient left hcp office with stim set at 4.1 and was feeling stim, but now has had to increase stim to 5.2. The patient was told by the representative that the patient should always be feeling a flutter. The patient stated device was not reducing her symptoms by 50% or more. The patient stated last night she was up going and today she has already gone 6 times. If additional information is received, a follow up report will be sent.